Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient saw a warning power on reset (por) message while the patient was trying to charge their ins. The patient also saw a ¿doctor symbol.¿ the patient stated that they usually charge every 30 days, but they couldn¿t remember the last time they recharged or felt stimulation. The patient also reported that they had recently gone through security gates/theft detectors that may have affected the system with electromagnetic interference. The patient wanted to meet with their doctor to have the device interrogated. No further complications are anticipated.